Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was getting device not responding when trying to connect with their implant to get an MRI today. Reviewed general use of communicator and handset and repositioning communicator on ins. Patient (pt) repositioned communicator multiple times on call and reported still not being able to connect. Patient stated they can feel the outline of the implant and confirmed implant is superficial to skin. Pt confirmed using correct therapy app. Patient denied any recent falls/trauma to implant site. Patient restarted handset and communicator on the call and attempted to connect to implant again but continued getting device not responding. Pt continued getting device not responding despite repositioning communicator all over implant site. Pt tried to apply comfortable pressure and placing communicator directly on implant site/slightly above. Reviewed implant location and pt confirmed placing communicator in correct implant location. Pt stated they had repositioned communicator all over implant scar (confirmed normal implant scar). Patient was unable to get into MRI mode on call due to this. The issue was not resolved through troubleshooting. Pt stated they have never tried to connect with their ins by them self. Pt stated they had previous ins replaced in order to have MRI scans and stated only time they have connected with current ins with pt's equipment was when current ins was implanted. Pt was at MRI facility at the time of call and nurse was assisting pt with troubleshooting. Reviewed information regarding requesting rep at appointment. Offered to assist with continuing troubleshooting but pt wanted to request rep. Warm transferred nurse to nas to page rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.